Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a medical waste disposal container. The customer reports when stericycle came to take the container away for destruction they were stuck with a needle. The needle was sticking out downward when the employee went to grab the sides of the container. The customer did indicate that she followed their normal hospital protocol for a needle stick.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.